Manufacturer narrative:
Reason for reoperation due to "bia-alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported patient was diagnosed with anaplastic large cell lymphoma on the right side. Pathological markers were not provided. Device status is unknown.